Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a "bubble that moves over her left breast and a potential leak. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period.

Event description:
Patient reported left side " she feels a bubble that moves over her left breast. She thinks she has a potential leak." Device remains implanted.